Manufacturer narrative:
A ge service rep performed an onsite investigation. The table generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed intermittent communication failures. This event happened during a case. No pt injury was reported.